Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the plastic at the reservoir compartment is broken. Customer's blood glucose level at the time 234 mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.